Event description:
Customer reported the low agent light was illuminated and the concentration dial was inoperative. There was no reported patient injury. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. Initial testing of the unit did not confirm the reported complaint. During further testing, the output of the unit was checked and found to be outside manufacturing specifications. The proportional control valve was replaced, and the unit functioned within manufacturing specifications. The failure rate of the valve is within the specified level.